Event description:
Customer reported a positive pt sample for immulite 2500 stat troponin I. Upon retest, the result was negative. No pt treatment was altered and there was no report of adverse health consequences due to the discordant troponin I assay precision result.

Event description:
Customer reported a positive pt sample for immulite 2500 stat troponin I. Upon retest the result was negative. No pt treatment was altered and there was no report of adverse health consequences due to the discordant troponin I assay precision result.

Event description:
Customer reported a positive pt sample for immulite 2500 stat troponin I. Upon retest the result was negative. No pt treatment was altered and there was no report of adverse health consequences due to the discordant troponin I assay precision result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unk. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unk. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin results is unk. No further eval of the device is required.